Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a tower door failure occurred involving tower drawer 1. The customer reported the failed tower door. Recovery options were not available for the affected storage space. The station was rebooted, and the issue was resolved following the reboot. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that tower door had failed. A technical support specialist (tss) reboot the station and issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.